Event description:
This complaint report was initiated upon receiving maude report medwatch# mw5106396 with event description : flexible cystoscope was used for common bile duct exploration. After use, and withdraw of the scope, the surgeon noticed pieces of the sheath was coming apart. Equipment used showed signs of deterioration and exposure of the metal beneath the sheath. All pieces of sheath were retrieved before end of procedure and there was no harm to the patient. The maude report does not include production lot and customer information. The device was not returned to olympus for evaluation.

Manufacturer narrative:
As stated in b5, the maude report does not include production lot and customer information. The device was not returned to olympus for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Because of the limited information provided and no device returned, it was unable to further investigate and determine the root cause of the complaint. Regarding eris-cf27 tip fracture, this issue had been addressed by the original equipment manufacturer. In march 2014, to remediate tip fracture, a design change in material and geometries of the tips has been implemented. The new tip material has been successfully validated for production release. Potential damage to distal tip during use is addressed in the device IFU (instructions for use): "warning: always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding." Olympus will continue to monitor field performance for this device.